Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The information has been provided with this report. The insulin pump was received with all operating currents within specification. It passed functional testing which included the following testing: rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement. There were no excessive no delivery alarms that occurred during testing. The device was programed with glucose sensor simulator and glucose meter, both communicated properly with the insulin pump. The device had a cracked case at the display window corners and minor scratches on the lcd window. The device also passed delivery volume accuracy test at 96.2 percent.

Event description:
The customer reported via phone call, the customer experienced two low blood glucose events during a month. Her blood glucose would lower from 97 to 37 mg/dl with in hour and half. She treated with soda. Troubleshooting was performed on the insulin pump and no anomalies were noted. The device and the reservoir where displaying the same amount of insulin. Customer was concerned the device wasn't working properly. As the sensor reading were inaccurate and were not detecting her low blood glucose. Blood glucose was at 60 mg/dl and her sensor was detecting 94 mg/dl. The insulin pump passed the self-test. The customer also reported low blood glucose of 25 mg/dl. The customer was advised to monitor the device; due to the customer feeling unsecure the device was replaced. The customer agreed to return the device for analysis.

Event description:
It was reported that the customer had low blood glucose levels of 37 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. The customer declined to troubleshoot. No additional information was provided.